Event description:
End user has managed to break the links along the 80" length of bed. Broke one complete row of links.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.